Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot = null. Device history batch = null. Device history review = null . If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to concerns about metal wear. Doi: (B)(6) 2008; dor: (B)(6) 2012; (right hip). Update 06/5/2012- complaint was re-opened because patient demographics, medical records, and x-rays were received. Operative notes made mention patient is bilateral. Notes contain both right hip and left hip sticker sheets. Update: 8/31/2012 - litigation papers were received. There is no new information that would change the outcome of the investigation. Litigation alleges the patient suffered from severe pain and discomfort. Update: 12/12/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update ad 29 jun 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf alleges metal wear, metallosis and elevated metal ions. Added stem, lawyer, law firm, revision hospital and expiration date for head and liner. Doi: (B)(6) 2008; dor: (B)(6) 2012; ( right hip).